Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/damaged cable) was confirmed. As received, the trunk cable was pulled from the distribution node (dn), damaging the pin 1 connection at the j702 connector on the dn pca board. The cause of the code 204 is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that the electrode belt had a damaged cable.